Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Patient¿s legal counsel reported patient underwent right hip revision procedure approximately 4 years post implantation due to patient allegations of pain and lack of mobility. Legal counsel reported during the procedure the surgeon noted evidence of adverse local tissue reaction and local host sensitivity to the wear debris. The head and stem were revised to competitor product. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2017-00414.